Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00041 on 16-oct-2024. Additional information 25-oct-2024 the following sections have been populated with new information: a3a, b6, b7 and d4. The customer also noted since the assay has been used ((B)(6) 2023 to present), all results for this patient have been low (7 - 11 mg/l). The last reported result from aneph was 11.2 mg/l and was sent with a message that the result might be discrepantly low. Siemens continues to investigate.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of a discordant n latex flc lambda result on an atellica neph 630 analyzer. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens is investigating. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of discordant n latex flc lambda results on an atellica neph 630 analyzer as compared to results obtained using binding site (tbs) flc lambda in addition to results obtained with electrophoresis immunofixation. There are no known reports of patient intervention of adverse health consequences due to the discordant n latex flc lambda results. Note: n latex flc lambda kit lot # is not known at this time. A supplemental report will be filed when this information is made available.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00041 on 23-oct-2024. Siemens filed supplemental MDR 9610806-2024-00041-s1 on 14-nov-2024. Additional information 02-dec-2024: siemens evaluated this issue and provided the following conclusion: based on the information provided, the probable cause of the discordant flc lambda results on the atellica neph 630 could not be determined. The provided data files did not contain the affected patient samples. The customer did note that the patient's cell clone produced free lambda light chains that may not be recognized by the siemens method. This was based on the flc lambda score resulting repeatedly low (approx. 10 mg/l), although immunofixation reveals a clear free lambda fraction in addition to the exact immunoglobulin. The limitations section of the assay instructions for use (IFU) states "if results do not fit to previous ones, or to results of other tests (e. G. Serum immunoelectrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution. A_neph 630 n latex flc lambda is performing as intended. Based on the limited information available, a product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.